Manufacturer narrative:
This report is submitted on september 14, 2020.

Event description:
Per the clinic, the patient experienced an extrusion and infection. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on october 16, 2020.